Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone primary breast augmentation with an unspecified mentor saline textured breast prosthesis on the right breast, suffered a right breast implant that started to feel different under their right armpit and has become asymmetrical, smaller and ruptured, post-procedure. The rupture was diagnosed via an in-office examination. As a result, the patient underwent implant explantation and replacement surgery with unspecified implants on (B)(6) 2021. The patient is reported to have fully recovered.

Manufacturer narrative:
On august 10, 2021, the mentor failure analysis lab received the device for evaluation on august 12, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the saline textured 350cc returned device. Leak testing was performed, in accordance with mentor procedures, and was found to have a tear within an area of siltex cracking on the posterior aspect, measuring approximately 0.3 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).